Manufacturer narrative:
The pump was monitored, and no blank display anomaly was noted. The pump was received with normal operating currents. No unexpected failed battery or weak battery alarms were noted. No damage was found on the lcd isolation tape. The pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test followed by a blank display. Blood glucose level at the time of the incident was 253 mg/dl. During troubleshooting, the customer placed new batteries into the device and received a weak battery alert. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.